Event description:
It was reported that the vns generator was unable to be interrogated during the vns re-implantation surgery (the patient was explanted due to an infection, which is reported in MFR. Report #1644487-2020-00022). The company representative performed troubleshooting, which did not resolve the issue, but the company representative was able to interrogate another unopened generator through its packaging. A review of device history records revealed that the generator had been reworked, passed the gc5 screening, and passed quality control inspection prior to distribution. The suspect generator was received by the manufacturer and is pending product analysis. No additional relevant information has been received to date.

Event description:
The premature end of life was determined due to a malfunction of the microcontroller (a1) causing persistent high current consumption that is still present when tested in product analysis.

Event description:
Generator product analysis was completed. The alleged failure to program was verified in the product analysis, or pa, lab. The as-received battery was depleted due to a high current drain on the module, which failed specifications for supply current nominal, supply current off with sense, and supply current off. The microprocessor was removed from the printed circuit board and tested on a test board. The same high current was observed, which isolated the high current to the processor. The battery voltage with the module was 1.85 v, which is below the operating voltage for the processor to operate, and the current drain was 16 a. With the module connector to a power supply at 3.0 v, the current drain was 167 a and the generator communicated properly. Internal generator data indicated that the reboot counter displayed 188535 reboots. Visual examination performed at the bench revealed no anomalies. No visual anomalies were noted during internal visual examination. Radiographic examination revealed no anomalies of the generator. The failure to communicate depleted battery condition was isolated to a high current drain in the micro-processor.

Event description:
The tablet data logs were received and review by the manufacturer. Multiple instances of communication errors were observed on the date of the surgery and the generator was not observed to be successfully interacted with by the tablet.